Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-58 lead, implanted (B)(6) 1994. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a polarity switch. Lead trend showed a number of high impedance counts. The lead was reprogrammed back to bipolar and other setting were adjusted. The lead remains in use. No patient complications have been reported as a result of this event.